Manufacturer narrative:
This entry is to append that the v60 cpu was returned on 1/20/2017. Visual inspection of the cpu pcba revealed evidence of damage j6 pins bent, c96 broken off, serial number label scrape off, trace lifted, u24, c160, u9, r15, r33, fb17, fb16, fb15, fb8, fb69 broken off and u1 pins broken off . No further testing required due to the damage condition that was returned.

Event description:
The customer reported a vent inop condition, pressure sensors failure occurrence. Failure of proximal and machine pressure sensors may affect the accuracy of the system pressure during use in normal ventilation mode. No patient involvement reported.

Manufacturer narrative:
Root cause: the u19 pins 2/ 7 was internal shorted to pin 10 on the pm pcba and u16 lead 2 internal shorted to pin 8 on the power management pcba created the 1007 error code vent inop.

Manufacturer narrative:
Due to the failure investigation findings a correction to the reported problem is required. The device generated error codes relating to a spi bus failure. The spi bus is an internal communication link between the cpu and peripheral subsystems. Failure of the spi bus may result in a vent inop condition.